Event description:
During the initial minutes of a laparoscopic cholecystectomy procedure, a laparoscopic grasping instrument was inserted into the patient's abdomen. While the surgeon was attempting to open / close the jaws of the instrument the operative part of the grasping jaw broke off and fell into the patient's abdomen (no tissue was being grasped by the instrument and no retraction tension was applied to the instrument at the time of breakage). This broken piece was retrieved, placed into a specimen bag, and removed from the abdomen. The instrument's grasping jaw was inspected and verified to be complete and not missing any pieces.